Manufacturer narrative:
The manufacturer previously reported wrong information in patient outcome code grid. After review, it was determined that patient outcome code grid should be corrected. Patient outcome code grid has been corrected.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic sinus infections. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation and contamination like dust was observed. During the evaluation, secondary findings was observed and unit got corrected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was ten error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and dust like contamination was found. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic sinus infections. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.